Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on returned meter and no issues were observed. Meter powered on with button depression and with insertion of strips. Control solution testing was performed and results were satisfactory. No product deficiency was identified. The reported reading was found in the meter's memory, however it was not from the same day that the medical event was reported to have occurred.

Event description:
A customer reported his adc blood glucose meter was reading higher than a reading obtained on a paramedic meter. The customer reported receiving a reading of 425 mg/dl on his adc meter; however it is unknown what time the reading was obtained in relation to the medical event. The customer further reported that on (B)(6) 2018 at 1:00pm he lost consciousness while at a pharmacy and was experiencing seizures. The pharmacist called the paramedics who arrived at 1:30 pm and provided him with an unspecified IV solution. A reading of 27 mg/dl was obtained on the paramedic¿s meter (time unspecified). No additional treatment was reported. There was no report of death or permanent impairment associated with the reported event.